Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-apr-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was not detected on bus. A field service engineer (fse) verified the customer issue. The station had a black screen and would not power up. The auxiliary was removed from the main unit, but the station still failed to power up. The fse found that the main half height drawer 3.1 had a faulty drawer controller board with a bad diode. The drawer controller board was replaced, and the station powered up. The fse then logged into the hardware test application and ran the final test on main half height smart drawers 3.1 and 3.2, and the tests passed successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es device was completely shut down, remote smart service was offline with a black screen, and it was not communicating. Customer rebooted the machine, and the issue still persisted. There were no adverse events or injuries reported based on this event.